Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 403 mg/dl. The customer had no symptoms and treated with food, insulin pump and a manual injection. The customer's current blood glucose level is 344 mg/dl. The customer completed troubleshooting and was advised to change the infusion set, reservoir and insulin. The insulin pump will not be returned.